Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was admitted to the hospital due to hyperglycemia with a blood glucose (bg) level of 600, and the patient tested positive for ketones. They changed their set the night before and woke up with a high bg of 483. They were throwing up and feeling sick, so they called an ambulance and were admitted to the hospital. The patient received IV fluids, and their current bg value is 282. The hospitalization lasted from (B)(6) 2024 to (B)(6) 2024. The hospital treatment included an IV insulin drip. No further information available.